Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. It was reported that the pump miscalculated boluses. Customer consumed carbohydrates to address bg. Tandem technical support reviewed logs and found that pump is functioning as intended and the bolus is correctly being calculated by the pump based off the pump¿s settings.